Event description:
It was reported that a dexcom g7 sensor experienced intermittent connectivity with the ilet, with signal loss to the ilet for almost two hours and subsequent reconnection while the caller was on the line; during reconnection the blood glucose was 320 mg/dl, and the user planned to allow the ilet to bring glucose back into range. Symptoms included no reported clinical symptoms. Outcomes included no reported impact requiring medical intervention or hospitalization. Investigation included troubleshooting and education for a brief sensor issue. Investigation of this case revealed a transient sensor communication issue with the ilet. It was concluded that the event was consistent with a brief sensor issue resulting in temporary data unavailability and hyperglycemia without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.